Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.5/2.5/169 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for the same model and size lens due to low vault. The initial lens was placed vertically and the replacement lens was placed horizontally. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).